Event description:
The customer stated that she was hospitalized for high blood glucose levels, with a reading of 232 mg/dl and ketones. The customer stated that she changed the infusion set three times prior to going to the hospital. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.